Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing poor coverage in the right shoulder. The patient underwent a lead revision procedure wherein the lead was replaced per physician's preference. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).